Manufacturer narrative:
(B)(4). Concomitant devices: biomet tibial tray catalog #: 141222 lot #: j3301359, vanguard cruciate retaining femoral component right 62.5mm catalog #: 183006 lot #: 733710, series a standard patella 31mm 3 peg catalog #: 184764 lot #: 959910, cobalt g-hv bone cement 40g catalog #: 402283 lot #: 510400. A picture provided of the explanted device showed that the tibial bearing was worn and a piece had fractured off. The device was not returned for further evaluation. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address pain, instability and post-operative fracture of the tibial bearing approximately eight (8) years post-operatively. Attempts have been made, however, no additional information is available.